Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and "gel migration."

Event description:
Patient reported left side "rupture" and "gel migration." Device remains implanted.